Manufacturer narrative:
Device not available for eval.

Event description:
The product was used during an esophagus procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.